Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight and tdi information to adjust insulin, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.